Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found the visual inspection dot show any kind of abnormal discoloration. The instrument has 1 use left and the discoloration observed is caused by the cauterization process. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument blades opened and closed properly several times. The cut test was done three times and passed each time. The monopolar energy cord was connected to an in-house erbe generator and passed recognition as an energy device. The instrument passed the electrical continuity test. The instrument was fully functional. The complaint regarding black stains was not confirmed by failure analysis. The probable root cause of discoloration is related to normal lifespan of the instrument.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had black stains that could not be removed even during cleaning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported problem concerns the reprocessing of scissors in the sterilization department. The scissors could no longer be cleaned properly due to black discoloration on the patina. No arcing events occurred during the operation with these scissors. The mcs tip cover accessory was properly attached. The patient was not injured.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.